Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they need supply of sensors to be sent out to them. The customer stated that she passed out the night before and bruised her back. It was unknown if the event was diabetes related. Blood glucose at the time of the incident was not provided. The insulin pump will not be returned for analysis.